Event description:
It was reported that the white twist sleeve of the minicap transfer set was broken which resulted in a leak. ¿the little white cap will leak when opened.¿ this occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to h4: device manufacture date: 10/08/2024 (previously submitted as ni) additional information was added to d9, h3, h6 & h11: h11: the device was received for evaluation. Visual inspection was performed and a broken occluder leg beneath the twist clamp was observed. Leak, clear passage, and clamp function testing were performed, and an internal leak through a closed twist clamp was observed. No external leak was observed. The transfer set was tested using an in lab mini cap and no leaks were observed. The reported leak at the female connector was not verified. The cause of the leak through a closed clamp was due to the broken occlude leg. The cause of the broken occluder leg could not be determined, however the damage is possibly due to exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.